Event description:
It was reported that during a liver resection procedure, when the device was fired, the cartridge came out. It is unsure if it fell into the patient. A new device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). Evaluation summary: the analysis showed that the ats45 device was received in good visual condition and with two reloads present, reload a was received loaded in the device and fully loaded with staples. However, reload b was received inside the bag, reload b was received partially fired, with the lockout normal, and with the pan surface damaged. The damage to the reload pan is consistent with an improper loading technique. If the reload is not fully inserted into the channel, when the device is fired, it can cause the pan to dislodge from the reload. Additionally, when the reload is loaded improperly or long loading (holding features of the reload are not snapped on the channel windows) at the moment of the firing, the reload will be ejected forward and some staples will be deployed (approximately half way) and malformed because of incorrect alignment. The returned device was tested for functionality with returned reload a and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.